Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted ukr surgery, an internal error message appeared on the real intelligence cori. The error was not resolved. The procedure was completed, with a non-significant delay, by swapping the drill. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the cori log files and/or case files were not provided. Therefore, visual and functional inspections and log/case file assessments could not be performed, and the reported problem could not be confirmed. A photo was attached to the field report, and confirmed the reported internal error message screen. Although the logs were not provided for further investigation of the root cause, it is possible that this an occurrence of a known software defect that is under investigation. In the event of a system failure, refer to the recovery procedure guidelines in the cori user¿s manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.